Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Lifescan completed device evaluation with the meter involved with the complaint on (B)(4) 2012. Investigation revealed that the meter's code started to change on its own due to the meter's high standby current.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter counts down 40, 38 upon strip insertion and issue was not resolved with troubleshooting.